Event description:
The customer reported a broken smartsite, with the clear portion broken off of the white luer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a broken smartsite was confirmed. During visual inspection it was noted that the used smartsite valve adapter was received with the white cap separated from the smartsite clear body. A visual inspection of the inside portion of the smartsite female luer adapter showed material from the clear body still remained. A whitish area on the body of the valve, indicative of stress, was noted. Functional testing was not performed due to the existing smartsite damage. The root cause of the damage to the smartsite valve was not identified.